Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. Customer's blood glucose was 86mg/dl at the time of incident. Troubleshooting found that the pump self test failed. The product will be returned.

Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor.